Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2014-00385. This complaint is related to MDR #1828100-2014-00431. This complaint is related to MDR #1828100-2014-00432. This complaint is related to MDR #1828100-2014-00433. This complaint is related to MDR #1828100-2014-00434. This complaint is related to MDR #1828100-2014-00435. This complaint is related to MDR #1828100-2014-00476. A backup module was provided to the customer while the subsidiary tested the modules for three months with only one failure during this time. Since no further failures were noted at the subsidiary, the device was returned to the customer on 04/25/2014. Software data logs were returned on (B)(6) 2014 to the manufacturer for further evaluation.

Event description:
It was reported that during a software data log review, a "potential failure on occluder pa-00467 was found." There was no patient involvement.